Manufacturer narrative:
We have verified that the reported lot number is the same as a lot number that is part of the u by kotex sleek tampons, regular absorbency 2018 recall. However, since the consumer did not provide an absorbency, we are unable to confirm the product is part of the recall. Therefore we are unable to provide an UDI number or model. The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer stated that tampon has been falling apart. She is experiencing irritation, discomfort and a reduced period length.

Manufacturer narrative:
New information: product is sleek regular with a verified recall related lot code. Model and UDI numbers, contact office, follow-up 1, follow-up type, results and conclusions code, recall, recall number. We have verified that the reported lot number is part of the u by kotex sleek tampons, regular absorbency 2018 recall. No additional anomalies during the manufacture of the product that may have caused or contributed to the malfunction were discovered during a review conducted of the device history record (DHR) and supporting quality records at the manufacturing facility in nuevo nogales.

Event description:
This is a follow up to report the product is sleek regular with a verified recall related lot code.